Event description:
It was reported that during a procedure, the fiber broke approximately 2cm from the fiber distal tip, while inside the ureteroscope. There was no injury reported. No add'l info regarding this event is available.